Event description:
Additional information received reported the device was going to be removed ¿next week¿ as of the date of this report.

Event description:
It was reported the patient had an infected device and a fistula from a previous jejunostomy tube (j-tube). It was stated the doctor planned on correcting the fistula, placing a new j-tube, and then removing the infected device. It was indicated that a new device would be implanted a few months from now once the infection cleared. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# unknown, implanted: (B)(6) 2009. Product type: lead: product ID 7495-25, serial# (B)(4), implanted: (B)(6) 1999. Product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had surgery where the stimulator was removed. The healthcare provider "essentially" did a sleeve gastrectomy. It was also noted that the small bowel fistula/abscess was resected and sewed back together. The patient was dealing with nausea, which was improving. It was thought that the patient would "eventually have a good result from this."